Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the doctor was doing a craniotomy for a tumor and placed the c-clamp. When the case was over and the clamp was about the be removed, the doctor noticed that it was loose. When the clamp was removed, there was a large laceration on the pt's forehead which had to be closed with 4 skin staples. The doctor stated she had even double checked the pressure in the beginning of the case because "this had happened to her before here". She had put the clamp at 60 pounds per square inch (psi) and it has loosened to 20. The pt was repositioned in the beginning of the case with the clamp on but that shouldn't have affected the pressure of the clamp on the skull. Add'l info was received from customer (senior biomedical technician) on (B)(6) 2014 with the following: on (B)(6) 2014, a (B)(6) male pt was initially positioned prone, then repositioned to lift the chin prior to surgery start. The pt was not repositioned during the surgery. Medtronic stealth s7 stereotaxy device was used during surgery. Integra mayfield adult a1072 skull pins were also used (unk lot number, possibly 1140014). The skull pins were not available to be returned for eval. Note: as per customer, the statement "this had happened to her before here" was "a verbatim quote from the incident report. Details unk. If needed, surgeon will need to provide". Several attempts were made to obtain add'l info (pt info, incident details, product involved, etc.) About this prior incident but to date, no info has been provided.